Manufacturer narrative:
(B)(4). The customer returned one video for analysis. Visual analysis shows the customer attempting to insert a catheter through the teleflex cath-gard. The customer also returned one cath-gard, one 5fr edwards swan-ganz pacing catheter, and a lidstock for analysis. Signs of use in the form of biological material were observed. Visual and microscopic examination revealed that the balloon tip of the 5fr swan-ganz catheter was damaged and missing. The location of the missing balloon tip is unknown. Microscopic examination confirmed the damage. No other defects or anomalies were observed with the cath-gard. Further functional testing also confirmed that the cath-gard is functioning as intended. The inner diameter of the inner sleeve within the distal hub measured 0.0744", which is within the specification limits of 0.0720"-0.0760" per the extrusion product drawing. The outer diameter of the swan-ganz catheter at the distal tip measured 0.07628", which equates to approximately 5.81fr. As this is a non-teleflex product, it cannot be determined if the swan-ganz is within specification; however, the outer diameter at the tip is larger than the intended size for the teleflex cath-gard involved with this event. The returned 5fr pacing catheter was inserted through the cath-gard adapter while unlocked. Slight resistance was observed when the damaged tip passes through the inner sleeve of the twist-lock adapter. After applying slight force to insert the tip, the rest of the swan-ganz extrusion passed with little to no issue. Performed per IFU statement, "if using a catheter contamination shield with tuohy borst adapter (where provided), insert tip of desired catheter through tuohy-borst adapter end of catheter contamination shield. Advance catheter through tubing and hub at other end". The manufacturing site has previously been contacted as part of this complaint. They confirmed that two qa inspections are performed on the adapter assembly to ensure the inner sleeve is functional. For the first inspection, the adapter is turned to the locked position and inserted over an 0.062" pin gage, while held in a vertical position. If the adapter does not slide under its own weight, then the adapter passes. For the second inspection, the adapter is turned to the unlocked position and inserted over an 0.066" pin gage, while held in a vertical position. If the adapter slides freely under its own weight, then the adapter passes. While in the locked position, the cath-gard adapter was inserted over a 0.062" pin gage, while held in a vertical position. The adapter does not slide under its own weight. Therefore, the sample passed. While in the unlocked position, the cath-gard adapter was inserted over a 0.066" pin gage, while held in a vertical position. The adapter slides under its own weight. Therefore, the sample passed. Clinical/medical affairs and r & d were also contacted as part of this complaint. They confirmed that the swan-ganz tip is larger than the catheter size intended for the cath-gard involved with this event. They also analyzed lab inventory cath-gards and confirmed that they are compatible with the teleflex branded 5fr pacing catheters. They concluded that since our cath-gard is meeting all visual, dimensional, and functional requirements and because the returned swan-ganz catheter is a non-teleflex product, the root cause cannot be determined at this time. A device history record review was performed and no relevant findings were identified. The lidstock artwork informs the user, "percutaneous introducer sheath kit with integrated hemostasis valve/side port for use with 4-5 fr. Catheters". The IFU provided with the kit informs the user, "do not inflate balloon of flow-directed catheter prior to insertion through catheter contamination shield to reduce the risk of balloon damage". The report that the cath-gard damaged an inserted catheter was confirmed through analysis of the returned sample. Visual analysis revealed that the balloon tip of the returned 5fr swan-ganz (non-teleflex) catheter was separated. Resistance was also encountered when inserting the tip of the swan-ganz catheter through the cath-gard. Further dimensional testing revealed that the tip of the swan-ganz catheter measures larger than the catheter size intended for the teleflex cath-gard involved with this event; however, as the swan-ganz is a non-teleflex product, it is unknown if the catheter is within the dimensional requirements. A device history record review did not reveal any relevant findings. Based on the customer report, the sample received, and the comments from clinical/medical affairs and r & d, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that upon opening the psi introducer set, it was noted that the introducer was kinked within the packaging. Despite this observation, the introducer was used, as its initial functionality appeared acceptable. During the procedure, significant resistance was encountered when advancing a non-teleflex bipolar pacing catheter through the cath-gard sterile contamination sleeve. The catheter could not be advanced, or only with considerable difficulty. Increased force was applied, resulting in separation of the cath-gard sleeve from the green connector used to secure it to the sheath. Additionally, the bipolar pacing catheter was damaged, including rupture of the balloon. A second introducer set was then opened to replace the sleeve and green connector, and a new bipolar pacing catheter was used. Similar resistance was encountered during advancement of the catheter through the second sleeve. After moistening the catheter, friction was reduced, allowing advancement and successful positioning of the bipolar pacing catheter. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as fine. No additional medical intervention was required beyond removal of the affected devices and replacement with new devices. Please see associated mdrs include 3006425876-2026-00540.